Manufacturer narrative:
H3: product analysis#: (B)(4): analysis information: on (B)(6) 2020 07:01:56 cst pli# 10 product ID#: 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
2020-aug-11 rtg0070847 (rep): information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for fecal incontinence. The caller stated that the patient had a lot of leg stimulation that started at an unknown time. Caller stated they did a lead revision for this issue yesterday, on (B)(6) 2020. It was reported that when they went to plug the new lead into the old ins, the set screw would not set. They tried to get the set screw to set but were unable to do so they decided to replace the ins. No further complications were reported. 2020-aug-17 e1 (hcp, rep): additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the cause of the setscrew not setting was not determined, but that the most likely cause was that it was backed out past the channel or threading. 2020-aug-25 e2 (hcp, rep): additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that the cause of the stimulation in the wrong location (leg) was not determined, but the most likely cause was that the set screw inside the ins could not seat itself back into the screw channel. 2020-10-23 an_eval (other): no new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the cause of the setscrew not setting was not determined, but that the most likely cause was that it was backed out past the channel or threading.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that the cause of the stimulation in the wrong location (leg) was not determined, but the most likely cause was that the set screw inside the ins could not seat itself back into the screw channel.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1nenp, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for fecal incontinence. The caller stated that the patient had a lot of leg stimulation that started at an unknown time. Caller stated they did a lead revision for this issue yesterday, (B)(6) 2020. It was reported that when they went to plug the new lead into the old ins, the set screw would not set. They tried to get the set screw to set but were unable to do so they decided to replace the ins. No further complications were reported.